Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: attorney.

Event description:
Complaint description: litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 8/17/2015-pfs and medical records received. After review of the medical records for MDR reportability, they indicated elevated metal ion levels (no revision operative note included). The part/lot is being updated and the stem is being added to the complaint. The complaint was updated on: 9/11/2015. Update ad 20 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets. In addition in what was previously alleged, ppf alleges pseudotumor, loosening of cup, metal wear, and metallosis. Added law firm. Doi: (B)(6) 2003 - dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.